Event description:
The interface between the bayer technicon immuno 1 system and the sunquest flexilab general laboratory system software (genlab) was developed in the early 1990's. In 1995 bayer modified its instrument software which resulted in incorrect data communication causing data with more than five characters to be truncated to fewer delimited characters as output to the sunquest system. Bayer issued a technical notice (tn9-5729-25) in 11/1995 to alert users of the problem, but sunquest did not receive the notice. No pt harm related to the issue was reported. This report does not relate in any way to the function of the sunquest blood bank/blood donor product.